Event description:
A canadian customer tested her blood glucose and received a reading of 1.8 mmol/l (32 mg/dl) using her contour link meter. She retested using another meter and received a reading of 7.8 mmol/l (140 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clincially significant. No adverse events were alleged. The customer used the last of her test strips, so troubleshooting was not possible. The meter is to be returned for evaluation. A replacement meter was sent to the customer.